Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported, the surgeon had to remove screws that were backing out of the nail. The nail is still implanted in the patient.